Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical report) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted with a durom acetabular component 50/44 code j on the right side on (B)(6) 2009. Revision surgery is planned due to pain.

Manufacturer narrative:
This case was reopened on (B)(6) 2017 to enter additional information which was received on (B)(6) 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 50/44 code j. The patient was revised due to pain, loosening and metallosis. This is a bilateral claim. Left side complaint : (B)(4).